Event description:
The customer stated that her contour meter gave high blood glucose readings, but she was actually hypoglycemic. The customer went to the doctor because her vision was blurry and she was not feeling well. The customer's contour read 100, 200 and 240 mg/dl, while the doctor's meter read 42 mg/dl. The difference between the readings falls in the "c" and "d" zone of the parkes error grid, making the difference clinically significant. The customer did not mention treatment, but she may have been treated with glucose. The customer performed control tests while troubleshooting. The results fell within the normal control range, but the test strips and meter are still to be returned for evaluation. Replacement products were sent to the customer.